Manufacturer narrative:
Following a review of the device history record for lot number 81027-0162001204h, it was determined that all processes and test criteria are within the medpor implant finished product specification.

Event description:
The doctor stated the pt had an orbital blowout fracture reconstructed approx. Two and one half years ago by another surgeon and received a medpor titan barrier implant. The doctor stated that the pt recently woke up with hyperglobus and possibly diplopia with restriction of motility in the affected orbit. The doctor stated that the pt had a hematic cyst in the area of the medpor implant. The doctor reported that in 2008 he performed surgery for drainage and excision of the hematic cyst and removed the medpor implant. The doctor stated that he placed a non-medpor implant and the pt is in good condition.